Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to claim no audio output patient experienced on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Patient's mother claimed testing of the alert functionality prior to contacting dexcom technical support and reported tone alerts were not functional.